Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer shut off when the stylus was unplugged after software update. The programmer would not power back on. Software was not able to be updated using the network card. Printed circuit board assembly (mother board) found out of electrical specification. Analysis also found the programmer case was broken into the board; the top case was broken at the handle and into the keyboard compartment. (B)(4).

Event description:
It was reported the programmer would not boot up. It was also reported that the screen goes black after twenty to thirty seconds, then powers off. This occurred after attempting to update software. It was unable to be confirmed if software was updated. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.